Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. A review of the manufacturing records was completed for the incident lot and no issues were identified. H3 other text.

Event description:
Material no: 363083, batch no: 9036652. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are not completely filling up. The following information was provided by the initial reporter: tubes not completely filling up. Sodium citrate tube used for coagulation testing, requires minimum volume for coagulation testing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no. 363083 , batch no. 9036652. It was reported that during use of the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes the tubes are not completely filling up. The following information was provided by the initial reporter: tubes not completely filling up. Sodium citrate tube used for coagulation testing, requires minimum volume for coagulation testing.